Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2018; catalog # 3501670, s/n (B)(4), (l).

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/25/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/30/2018, mentor received additional information: deflation was initially diagnosed through a physical examination. Patient fully recovered. No complications noted. Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. Brown and white material was observed on the shell surface. The product evaluation team discovered a rent near to the valve. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. The device history record (DHR) for the lot number 6466713 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).